Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 he had suffered a hypoglycemic episode. Patient was already at the hospital for his plasmapheresis appointment. He was in a wheelchair and had gone to the bathroom when he suffered the hypoglycemic event. Some people came to his help and the nurses were called. Patient was given a shot of d-50 and taken to his treatment room. Patient suffers from other diseases and is on a regimen of 20 prescription drugs. At the time of his call to dexcom technical support, patient was still at the hospital under observation.